Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 19-mar-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the lens was received inside the lens daisy wheel. The original folding carton and an unknown cartridge was also received. During a visual inspection, the device was inspected under magnification. The lens was cut, and both haptics were bent. The lens was cleaned revealing scratches. The reported complaint issue "dc-haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-6a date implanted: unknown/asked information unavailable. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The haptic of the ar40e model intraocular lens (iol) was broken/torn and it is unknown if the iol had contact with the patient. No further information is available.